Manufacturer narrative:
H.6. Investigation: a photo was received with the customer's complaint of a larger than normal drop of blood at the connection/leakage. This verified the complaint but the without a physical sample for investigation, the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked blood from the cap. The following information was provided by the initial reporter: "larger than normal drop of blood from the cap."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked blood from the cap. The following information was provided by the initial reporter: "larger than normal drop of blood from the cap."